Event description:
Customer reports one incident in which leaking occurred at the interface of the spike and port of the bag. Reportedly, the bag contained a chemotherapy drug that squirted out after delivering 180cc of a 250cc bag when the nurse briefly touched the bag. There was no exposure to the pt and the nurse was wearing protective gear.